Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 800mg/dl. It was reported that the customer was not feeling well and vomiting. Attempted to contact the customer several times to get more information on her hospitalization with no results. No further information was provided.